Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. While the customer was reloading the cartridge, a cartridge error occurred. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge and resumed insulin delivery.